Event description:
A customer reported that the t:slim x2 pump battery was not charging. A specific impact on the customer's blood glucose level was not reported, but there was no adverse impact mentioned. The customer confirmed that the pump began charging after leaving it plugged into a working outlet for at least 30 consecutive minutes using the original charging supplies. No further assistance was required.